Event description:
It was reported that patient presented with noise oversensing and increased threshold on their right ventricular lead. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition throughout the procedure.